Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was initially not visible on the patient profile. A technical support specialist advised the user to contact the pharmacy and monitored the system; after a short time, the medication appeared on the profile and the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, medication not on patient profile. The customer stated that this malfunction occurred while dispensing medication to patients. However, there were no delay, no adverse events or injuries reported based on this event.